Event description:
It was reported that the pump was explanted because it was on the premature battery depletion list. No pt or device issues were reported. The drug infused was lioresal.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 corrosion or s2 corrosion with mechanical wear. Residue and shaft wear was found on the upper shaft of gear two and residue was found in the upper bridge jewel for gear two. Two motor stall with recoveries were noted in pump logs, no stalls were seen during the analysis process.